Event description:
Difficulty noted when chemotherapy was being injected/given. Pt sent to radiolgoy, and tip of vascular access device noted in right atrium of heart. Successfully removed by radiologist, no adverse effect to pt.